Event description:
Information was received via an internet blog posting (angioplasty.org) regarding a starclose device. The patient wrote "...I had a heart cath (B)(6) 2010; ever since then, I have had nerve damage to my right leg, a blood clot I have been to the ER too many times to count and apparently they tell me the star closure device they used failed so therefore, the doc that did it says I will have nerve damage...I can not run or jog, I cannot sit for very long and riding or driving for long periods is just totally out of the question." The operator is not known; therefore, it is not known if the operator is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event - the customer reported the event occurred in (B)(6) 2010. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.